Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: black box data from the date of the alleged issue was overwritten due to continued patient use of the device after the reported incident. The available black box data did not show any evidence of a sudden voltage drop that would indicate an overheating issue had occurred. On investigation, the pump powered on normally and was exercised for 24 hours without duplication of the alleged temperature issue. Electrical current draws were evaluated and found to measure within specifications. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not confirm nor duplicate the alleged temperature issue.